Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead, implanted (B)(6) 2006; 429688 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the optivol was previously measuring, but is no longer measuring. It was noted that the impedance measure for the optivol is aborting but the cause was unknown. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The save to disk was reviewed and noted there was no optivol data available. If information is provided in the future, a supplemental report will be issued.